Event description:
Follow up from the health care provider reported there was no acute change from previous visit. It was noted, the stimulator was non- functioning and the patient needed a revision of the stimulator. It was noted one of the octad leads had migrated caudad one segment and was not at t9 and t10. One quad lead on the right had also migrated one segment from t10 down to t11 and t12. One lead was curled near t12-l1 foramen on the right side. Either revision or entire explant will be done. Follow up from the patient noted they were still having concerns regarding their device or therapy but they were working with their doctor or representative. Appointment date was noted for (B)(6) 2013. It was also noted the patient was having it removed because ¿it did not work at all.¿

Event description:
It was noted that the patient received shots from their doctor to help with the bulge in the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator was not working. It was noted the patient wanted to be reprogrammed or find out why the lead was no longer working. It was later reported the patient's device helped with their leg and back pain but not with the pain in their abdomen and groin. When the patient sat down the patient got a sharp pain and if they sit for longer than thirty minutes "they get a bulge in their abdomen." It was noted in (B)(6) 2010, one of the leads was turned off and the other two were programmed. In (B)(6) 2012, the patient had severe groin pain that would worsen when the patient increased stimulation. In (B)(6) 2012, an x-ray was taken which showed one of the leads migrated and caused the groin pain. The migrated lead was turned off and the remaining lead was reprogrammed. It was noted there was a loss of therapeutic effect. Patient had turned off their device because they believed it had not been effective. Patient continued to charge the device "every few weeks." In (B)(6) 2013, the patient sat down at a buffet and felt like the stimulation came on from the waist down. There were also times when the patient would turn stimulation off at night and it would feel like stimulation was still on. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v355428, implanted: (B)(6) 2009, product type lead; product ID 3487a-45, lot # v335309, implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).